Manufacturer narrative:
This report is submitted on november 29, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth resulting in an abutment change under general anaesthetic on (B)(6) 2019.